Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 87% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The elective replacement indicator (eri) date was (B)(6) 2013. Concomitant product: 0184, competitor implantable tachy lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that there was possible early battery depletion of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.